Event description:
It was reported that patient underwent initial hip procedure on (B)(6), 2004 utilizing metal-on-metal head and cup implants. Subsequently, patient underwent revision on (B)(6), 2011 due to pain.

Manufacturer narrative:
Device not returned from hospital for evaluation. Device was not returned for evaluation and information available is insufficient to determine the cause of reported issue. The package insert lists the following as a possible adverse effect: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is 2 of 2 associated with this complaint (1825034-2012-00015).